Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker had a longevity remaining of two years last year but upon recent device check, it showed longevity of four years. A boston scientific technical services (ts) representative verified that the magnet rate was at 100 pulse per minute (ppm) and discussed that the 4 years longevity is probably not accurate and would expect a 2-2.5 years remaining. To date, the device remains ins service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.

Event description:
It was reported that this implantable pacemaker had a longevity remaining of two years last year but upon recent device check, it showed longevity of four years. A boston scientific technical services (ts) representative verified that the magnet rate was at 100 pulse per minute (ppm) and discussed that the 4 years longevity is probably not accurate and would expect a 2-2.5 years remaining. This device remains in service. No additional adverse patient effects were reported.